Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system did not boot up. It stuck at the 0:00 countdown. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the system was outside of clinical use. It was reported that application was not started. Review of the logfiles confirmed the flexvision pc malfunction. Upon troubleshooting, philips field service engineer (fse) visited onsite and confirmed that the system does not start due to defective grabber cards in the flexvision pc. Fse replaced and configured flexvision pc. After the replacement of flexvision pc, the system was returned to use in good working order. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flexvision pc. Philips has initiated a field safety corrective action (2023-igt-bst-027) / medical device correction (z-1144-2024). The codes were updated based on the investigation outcome. Evaluation method code was corrected.